Event description:
Bilateral revision surgery because knees would not reach full extension.

Manufacturer narrative:
This MDR is for the right knee. MDR 1644408-2008-00001 has been submitted for the left knee.